Event description:
A pk papyrus covered stent system was selected for treatment of a perforation in the rca. During the attempt to advance the pk papyrus to the bleeding site, the stent dislodged from the balloon inside the ez extension catheter. The delivery system as well as the stent inside the extension catheter were removed. Another pkp was used and the bleeding was successfully sealed. The patient was discharged home.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The delivery system and the stent were returned separately. In the as-returned state the complaint instrument was located inside of the 5.5f ez guide extension catheter used in the intervention and could be withdrawn. The stent is displaced by 4 mm in distal direction. At the proximal end the stent cover is slightly damaged (i.e. Shifted 1 mm in distal direction). The balloon of the delivery system is well folded and shows no signs of inflation. Microscopic inspection revealed stent imprints on the exposed balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The inner diameter of the returned 5.5f ez guide extension catheter was measured 1.31 mm. The IFU states a minimum inner diameter of greater than 0.056 inch (1.42 mm; 5f) for 2.5-4.0 mm stents. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause for the complaint event is most likely related to the size of the guiding extension catheter. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.